Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in the operating room for a normal eri generator replacement. Externalized conductors were observed on the rv lead. There were no electrical anomalies detected. During the lead revision, patient became hypotensive and unstable, the physician decided to reuse the existing rv lead. Physician attributed the change in patient¿s status most likely due to the patient¿s age and longer than expected time under anesthesia. The patient was stable at the end of the case, and a stat echo was performed after the procedure; no anomalies were found. Patent was seen in clinic post-op and reported feeling well. Patient will continue with routine follow-ups by the physician.